Event description:
It was reported customer had issues with high blood glucose. Customer stated ht was hospitalized but it was due to an ear infection. Customer stated he would get up and he was dizzy and he passed out for five to ten seconds. Customer's blood glucose was 400 mg/dl. Dehydration and inner ear infection were the cause of the hospitalization. Customer was hospitalized for three days and was wearing the device. Customer stated he had high for two days in a row due to him eating pasta and he forgot to bolus enough and caused him to be dehydrated. Customer spoke to doctor and fixed settings on the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.